Event description:
The received a solid tone with the handpiece during the procedure. They replaced the handpiece and also received solid tones with that handpiece. They were able to complete the case with a third handpiece. No patient consequence.